Event description:
While setting up for total knee arthroplasty in the or, scrub tech noted a large black hair on a blue tray of a total knee surgical pack. Tray is at the bottom of the pack. The entire surgical setup was considered contaminated as items had been moved from the knee pack to the rest of the sterile field. Sterile field was broken down and all supplies and instruments replaced. Pack #: sop12knmfm from cardinal health. Lot #:420387. Expiration [redacted date]. Manufacture date: [redacted date]. Label of pack, hair, and tray retained. Surgical case was delayed approximately 30 minutes.